Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The elevated noise level was noticed during the visual inspection as a buzzing sound. The evaluation also found that the main keypad was inoperative. The cause of both conditions was determined to be a damaged and disconnected flat ribbon cable. To correct the condition, the flat ribbon cable was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an elevated noise level. There was no patient involvement as this was noticed before patient use. No additional information is available.